Event description:
It was further reported that target lesion 1 (32 mm long) was identified at the bifurcation of the mid left anterior descending (mid lad). The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The ship floor paperwork for this batch was reviewed. All mfg and qa testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. Boston scientific mfg processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly, and performance specs. (Lad) and diagonal with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 24 mm taxus express2 8.8% drug eluting stent into the diag and then an overlapping 3.0 x 16 mm taxus express 2 8.8% drug eluting stent back into the mid lad. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged the next day on plavix and asa. The pt was readmitted 316 days after the procedure with worsening exertional angina. Cardiac catheterization revealed, lmca patent, lad (target vessel) chronic mid vessel occlusion, 90% instent restenosis in diag, lcx patent previously placed stent, rca 40% lesion, lvef 45-50%. The 90% instent restenosis in the diag was treated with balloon angioplasty and adjunctive brachytherapy. There were no reported complications and the pt was discharged the next day. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable".

Event description:
Same case as 6000093-2005-00536. The target lesion being treated in the index procedure was a bifurcated 2.75mm 90% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion by successfully placing a taxus express2 8.8% 3.00x16mm and a 2.50x24mm drug eluting stent with a 1mm overlap without complications in the target vessel. The next day the pt was discharged on plavix, lipitor and aspirin. 316 days after the procedure, the pt required a reintervention of the target vessel for in-stent restenosis. The pt underwent an angioplasty and brachytherapy to treat the stenosis. The pt was discharged the next day. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable".